Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small cerebral aneurysm, this coil got detached during retrieval after it could not be detached both by instant detacher and by manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician attempted coil jailing technique by utilizing microcatheter and stent. When coil delivered to the intended location the physician attempted to detach the coil but failed to detach. Decided to retrieve the coil from the patient, but the coil got caught by the placed stent and got detached from the pushwire. Retrieval device was used to retrieved the coil from the patient. A new coil from different manufacturer was used to continue the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Type of follow up - device evaluation: device evaluated by manufacturer- additional information. Codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, a portion of the axium prime pushwire was returned broken into two segments but retained together by the release wire. The implant coil and instant detacher were not returned for evaluation. The pushwire found bent and the release wire was found extending out from both the proximal and distal ends of the pushwire segments. Additionally, the proximal tip of the pushwire and the portion of the pushwire containing the distal end of the break indicator were not returned for evaluation. Follow-up was conducted for details regarding the implant coil, and for additional event details; however, no further information has been provided. Without return of the instant detacher, the axium prime implant coil, and portions of the axium prime pushwire, we are unable to definitively determine the cause of non-detachment and premature detach. The breaks in the pushwire were not consistent with the manual method of detachment. It is possible that difficulty was encountered during the manual detachment attempt by breaking the pushwire at incorrect locations. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿